Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. B3. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
It was reported, tubing separated from the drip chamber after a product was mixed. Additional information: any adverse event or serious injury reported to patient or healthcare professional? No, but there was a slight delay in care due to wasting medication and having to remix was there any leakage ? Yes of fluid and medication this occurred another time when the product was dispensed to the unit and was hanging and started leaking. Time period was probably within the previous month when I was made aware and the product had already been discarded. In both incidences we lost medication that was extremely costly.